Manufacturer narrative:
Investigation confirmed one side of pump was not locking as expected. Bobbin locking mechanism was replaced and confirmed to operate as expected.

Event description:
User reported bobbin failure of roller pump. There was no patient involved.